Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted however an exact value was not provided (200s mg/dl). The customer administered a correction bolus via the pump. It was indicated that the customer would use the current pump and insulin pens if needed until the replacement pump was received.